Event description:
Device issue: difficult to remove, missing wing material. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip. Resistance was felt during device removal. A dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tube-set enabling them to be retracted proximally releasing the device from the tissue tract. The clip delivered in the intended location and achieved hemostasis appropriately. No adverse pt effects were reported. During return device analysis, one of the broken vessel locator wings was found to be missing a small amount of the distal wing material. No additional info was provided.

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient experienced pain with use of the device. The results of an integrity test (date not reported) indicated possible malfunction of the receiver stimulator. Explant and reimplantation is planned but had not taken place at the time of this report (B) (4).

Manufacturer narrative:
Per the patient's clinic, the device was lost in shipment to the manufacturer for evaluation, therefore, no device analysis is possible. The device was explanted on (B) (6) 2010, and the patient was reimplanted with another device during the same surgery. Device was lost in shipping.